Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results when compared to a laboratory meter. Blood glucose readings were not provided by the reporter, however, the reporter stated that the lab claimed the meter was inaccurate. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.